Event description:
It is reported the nail had a "greenstick" type fracture. The device was removed in 2006, approximately 18 months post-op, and replaced with a larger sized m/dn nail. Implant date is unknown.

Manufacturer narrative:
Evaluation summary: no x-rays returned to investigate whether a non-union took place post-op. Not enough information about patient's activity level. Cause cannot be determined. Evaluation codes: nail exhibits fracture damage in m/l direction 7.125" from proximal end of device. Device also exhibits heavy gouging/deformation to proximal side of distal slotted hole. Proximal holes also show some gouging deformation in ids. Device meets specification as measured. Device history records are intact and conforming indicating manufacture to specification.